Manufacturer narrative:
The device was explanted, but was not returned. The manufacturing and sterilization records were reviewed for all implanted devices and no nonconformities were found.

Event description:
It was reported to nevro that a patient had a fall and her incision site opened. The patient developed an infection, presented to the hospital, and was provided with IV antibiotics. Subsequently, the device was explanted and there were no reports of further complications.